Manufacturer narrative:
The instrument has not been returned for evaluation; however, based on the event description provided during the initial complaint. It was concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that an uneven piece of the ceramic sleeve was missing exposing the shaft of the spatula. Engineering concluded that damage was likely due to mishandling. Additional observation not reported by site was a derailed yaw cable. The yaw cable was derailed at the wrist. The spatula movement and functionality could not be precise. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction of broken ceramic sleeve if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during dissection of the bilateral ima mobilization, the surgeon used the micro bipolar forceps instrument to clean the permanent cautery spatula instrument and broke the collar around the permanent cautery spatula element, the item was retrieved without any harm to the patient.